Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via e-mail stated the brushheads stopped locking into the toothbrush and won't stay firmly attached. No injury was reported.